Event description:
Insulation failure seemed to occur while dr., plastic surgeon, was doing a breast revision in 2007. The clinical staff and physician observed leakage coming from off electrode, near first collar/ring of handpiece/pencil. A burn occurred four (4) times on skin of patient near breast. Electrode seems to be slightly bent from collar which may have caused a crack in the insulation. However, it is not known whether the electrode was bent prior to use unintentionally or purposely bent to create a better view while in use. The patient was made aware of injury after surgery. The patient was told to use ointment. Hospital has not heard any complaint/feedback from the patient. Was using the sabre 2400, 25 cut and 40 coag, burn occurred during coag setting.

Manufacturer narrative:
Suspect device is not available for evaluation. It is possible the electrode was bent/modified while the electrode was still inserted inside the handpiece/pencil. If so, this action may have caused strain on the handpiece/pencil which in turn may have damaged the mechanism within the handpiece/pencil that holds the electrode in place.